Manufacturer narrative:
Concomitant medical products: d224drg, ICD, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise which triggered a lead integrity alert (lia). Lead fracture is suspected. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.